Event description:
It was reported that during an unknown procedure, the device was blocked with the clip and malformed after the second pre-firing at the 1/3 location. The surgeon changed another device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws, advancer. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? No. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during five consecutive firing sequences causing that the jaws remained closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; two pear shaped clips and three conforming clips were released. In addition the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.